Event description:
Customer's mother reported via phone call that the customer took the insulin pump to a theme park and was exposed to high speed ride and magnetic field. A few days after the customer started experiencing high blood glucose. Blood glucose value was between 17 and 20 mmol/l. It was stated that the insulin pump did not give any alarms but is seemed to be under delivering insulin. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Bolus testing was performed and no delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. The low reservoir alarm was set to 20.0 units, low reservoir alarm functions properly during testing. Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart properly. Device had minor scratched display window, cracked case at display window cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.